Manufacturer narrative:
The device, which is unknown if used in treatment was not returned for evaluation with all additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstructed fluid supply. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Smith and nephew will continue to monitor for any adverse trends relating to this product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the versajet ii exact disposable handpiece 45 degree x 8mm did not primed. The procedure was completed with a smith-nephew back up device. It is unknown if there was a delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.